Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. However, the insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to water splashing on pants where insulin pump was worn. Customer reported that as a result, all buttons were not responding. Customer's blood glucose was 278 mg/dl and had been 400 mg/dl due to running out of insulin. Customer was advised that insulin pump would need to be replaced.